Event description:
Approximately three weeks after implantation, the patient began to experience flow rates below normal pump parameters for rvad ((B)(4)). Left vad ((B)(4)) flow rates remained within normal limits during this time. Multiple medical interventions were attempted, including intravenous fluids, and intravenous milrinone, in an effort to increase rvad (B)(4) flow rates. Eventually flow rates for the left ventricle ((B)(4)) began to fall below normal pump parameters. Resuscitative efforts were attempted but the patient never recovered from the event.

Manufacturer narrative:
The product remains implanted in the patient post mortem, therefore, it will not be returned. Additional information will be submitted within thirty (30) days of receipt. This is one of two reports (3007042319-2013-00428 and 3007042319-2013-00429) submitted for devices related to the same event.

Manufacturer narrative:
Additional information received indicated that the patient was administered heparin and coumadin and remained on inotropic support. The patient also remained dependent on ventilator support via tracheostomy to maintain adequate perfusion. Hospital staff reported that the patient went into ventricular tachycardia and became obtunded. The causes of death listed on the death certificate by the treating physician were reported to be ventricular assist device thrombus, biventricular failure, acute coronary artery dissection, and coronary artery disease. The controllers were returned for analysis and passed all functional testing. Hvad pumps (B)(4) (rvad) and (B)(4) (lvad) were returned to heartware for analysis. Review of the manufacturing records confirmed that the devices met all specification for release. Review of the controller log files associated with (B)(4) revealed a drop in power and flow indicative of an occlusion, as well as "low flow" alarms that correlate with the reported event. Independent pathological analysis of (B)(4) revealed material grossly and histologically consistent with a thrombus within the inflow lumen. The origin of this thrombus cannot be conclusively determined, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. This is one of two reports (3007042319-2013-00428 and 3007042319-2013-00429) submitted for devices related to the same event.